Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using a penumbra engine (engine) and indigo system catrx aspiration catheter (catrx). During the procedure, the engine vibrated off the table and fell. This occurred while the engine was connected to the catrx, which was outside the patient body. Subsequently, the top of the engine broke off. The physician was able to use the same engine and completed the procedure. There was no report of an adverse effect to the patient.